Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was not working a new battery cap was sent to him and issues persist. The insulin pump continues to have a blank display. Customer's blood glucose was 96mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. Customer reported she was hospitalized for high blood glucose of 557 mg/dl. Customer was vomiting and stated the needle was bent and the device never alarmed no delivery. Customer was hospitalized for three days. No further information reported.